Manufacturer narrative:
G2: foreign: brazil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's controller had problems. When connecting the antenna to the controller, the controller turned off. It was noted that the patient had extensive knowledge of the equipment and they removed/reinserted the battery. The representative believed it was an error. The patient was in pain; without the device "loaded," the patient was without therapy. The issue was not resolved. The patient's controller was to be replaced. In a video attached to the report, the patient noted that "it automatically turned off." Additional information was received. It was reported that the controller issue has not been resolved yet. No new action was performed to resolve the issue. According to the video that the patient sent, the control is erasing/disconnecting. The collection request for the controller must be made after the delivery of a new shipment. Patient cannot run out of load on the generator. As it is a generator accessory, the doctor gave a medtronic contact to the patient so that the problem could be solved. Additional information was received from th e manufacturer representative (rep) reporting that the patient was no longer able to charge the ins everyday as needed, therefore, he was not getting pain relief. Additional information was received. It was reported that the patient was unable to charge the generator. Neither the antenna nor the clinical programmer locates the implant. There was no knowledge of any environmental, external, and patient factors that may have caused the event. The patient had received a replacement, but the device won't be returned. The issue was not resolved at the time of the report. It was reported that medical or surgical intervention was needed; the doctor condemned the generator and will replace it. The ins will be collected when it is explanted. The patient status at the time of the report was alive with no injury. Additional information was received. It was reported that the explant was scheduled for (B)(6) 2023. The manufacturer representative (rep) couldn't say for sure that replacing the ins resolved the issues since the ins was condemned.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot#/serial# unknown, explanted: (B)(6) 2023, product type lead. H3 device evaluation: analysis of the returned implantable neurostimulator (ins) found no significant anomalies. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one pmr (passive mode recharge) recharge. No recharge issue was observed, and no coupling issue was observed during the pmr recharge at body temperature and a 1 cm spacer. The ins functional test had a good stable output for all electrode pairs that the ins had when it was received. There was good stable output for all electrodes referenced to one electrode observed. The system test did identify that circuit #7 has no output. The lead was disconnected from the ins and the output test after the lead was disconnected from the ins had a good stable output for all electrode pairs. The ins passed the final function test executed on the atlas device tester. Visual observation of the connector module revealed that it was scratched and had burn marks; the shield/can was also scratched. Visual observation of the connector ports revealed that there were was a lead or lead parts stuck in the ports of both channel 1 and 2. A lead was returned with no known complaints; however, an in-house failure was found. Analysis of the returned lead found that conductor #7 is broken 5.3cm from the distal end at the #7 electrode crimp sleeve. Visual inspection of the lead revealed that the outer insulation was melted. Circuit #7 was found to be open, but there were no shorts between circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the implantable neurostimulator (ins) was explanted and it's available to be picked up at the hospital for further analysis.